Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 18 mg/dl at time of incident and current blood glucose level was 325 mg/dl. The customer¿s blood glucose levels were 32 mg/dl, 20 mg/dl and 23 mg/dl. The customer was treated with food. The customer does not allege pump was over delivering. The customer declined troubleshoot of the high blood glucose. The customer was advised to discontinue use of the pump. The customer was advised to return pump with battery and zero out basal rate(s). The insulin pump will be returned for analysis.